Event description:
On (B)(6), 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ping meter. On (B)(6), 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient reported that the alleged issue with the subject meter began on (B)(6), 2012, at 1:10 pm. She obtained an unrecalled high glucose result, so she tested with her back up meter and also obtained an unrecalled high result. The patient could not recall the values or the differences between the two results, but felt the subject meter's result was true to how she was feeling. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she denied making any changes to her usual treatment. She claimed at 1 pm, before the alleged issue started, she felt thirsty and had a headache, which she associated to a hyperglycemic event. In response to her symptoms and to the glucose result, at 1:10 pm she administered a bolus (unable to recall amount) thru the pump and within 30 minutes she reported feeling better. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. The patient's meter has been returned and evaluated by lfs product analysis on (B)(4), 2012 with the following findings: the meter involved in this case has passed all testing with no faults. The complaint was not confirmed. (708). The patient's test strips has been returned to lfs product analysis on (B)(4), 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. Although the patient self treated, there is no indication that the reported issue caused or contributed to aserious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. In addition, the treatment received correlated with result the patient had previously obtained with the subject meter and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because it's unknown if the differences between the two meters exceeded lfs's criteria.

Manufacturer narrative:
The patient's meter has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults. The complaint was not confirmed. (B)(4). The patient's test strips has been returned to lfs product analysis on (B)(4), 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (03/22/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.